Manufacturer narrative:
Correction: upon review, the low voltage lead should not have been submitted as a medical device report (MDR) MDR (B)(4) as the event did not indicate a malfunction caused a serious event. New information received that the helix of a low voltage lead failed to extend after insertion in patient's body and it is a non-reportable complaint.

Event description:
New information received that the helix of a low voltage lead failed to extend after insertion in patient's body.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a completed lead was returned in one piece. Upon visual examination, the helix was retracted and clogged with blood/tissue. X-ray inspection found that the inner coil was over-torqued at the connector region that is consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the blood/ tissue in the helix region and over torqued of the inner coil.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a procedure, the helix of a low voltage lead failed to extend. The physician decided to use a new lead to complete the procedure on (B)(6) 2024. The patient was stable throughout the procedure.